Event description:
Twenty minutes into the treatment, the pt complained of shortness of breath and restlessness. Oxygen was administered, the treatment terminated and the pt sent to the ER. The pt was released from the ER on the same day. This is one of three possible hypersensitivity reactions for this pt. Also see report numbers 7010848-2000-00002 and 7010848-2000-00003.

Event description:
Twenty minutes into the treatment, the pt complained of shortness of breath and restlessness. Oxygen was administered, the treatment terminated and the pt sent to the ER. The pt was released from the ER on the same day. This is one of three possible hypersensitivity reactions for this pt. Also see report numbers 7010848-2000-00002 and 7010848-2000-00003.